Manufacturer narrative:
The mayfield head holder adaptor of device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. A replacement mayfield head holder adaptor will be provided to the customer.

Event description:
It was reported that during preventive maintenance it was noticed that the mayfield head-holder adaptor was damaged and not working properly, the locking mechanism was blocked.

Manufacturer narrative:
Following the investigation, the root cause may be linked a lack of lubrication of the part, according to (B)(4),the incoming inspection specifications were not properly written and the verification of presence of lubricant was missing. The root cause is inadequate work instructions.

Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the mayfield head holder adaptor and not the rosa robot. Corrected data: -

Event description:
It was reported that during preventive maintenance it was noticed that the mayfield head-holder adaptor was damaged and not working properly, the locking mechanism was blocked.